Manufacturer narrative:
Since no device serial number and material number was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged asthma, copd, other pulmonary damage/inflammatory response, kidney damage, heart damage and breathing problems. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.